Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal battery depletion, per procedure paperwork, and replaced with a new boston scientific device. No adverse patient effects were reported as a result of this event. The explanted device was returned for analysis.

Manufacturer narrative:
Initial analysis of this device discovered that it did not meet labeled longevity expectations. This event will be updated as additional information becomes available.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition. This event will be updated if any additional information becomes available.

Event description:
--